Event description:
Philips is investigating that add'l pending interventions may be scheduled at the same time as existing pending or charted interventions. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is investigating that add'l pending interventions may be scheduled at the same time as existing pending or charted interventions. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.